Manufacturer narrative:
The reported issue of keypad delamination had been investigated and confirmed by bd. The keypad assembly tc10010217 was found to not have the correct optimal dimensions based on a design review. A CAPA was opened to address the issue (ca-2018-0152). The outcome was the release of a new keypad assembly tc10012515 under change order (co) 1113588 to correct the problem of delamination. The assembly was released on 28/aug/2018; the reported affected devices were manufactured in may of 2018 with keypad assembly tc10010217. The issue was risk assessed via dir: 10000339545 with the outcome deemed acceptable given there have been no reports of patient harm and the issue only being residual business risk from customer dissatisfaction or inconvenience. A bd field team was sent on site to the customer and replaced the identified pcu failures. No further investigation of this issue is needed by cad and the file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that while doing monthly preventative maintenance the biomed department has identified 57 devices that were purchased approximately 4 months ago that are demonstrating keypad delamination. The customer request that a remediation team perform an on-site visit to resolve the issue. There was no report of patient involvement.